Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: tg4020/05817288.

Event description:
On (B)(6) 2009, this pt reportedly underwent repair of a thoracic dissection. It was reported that an elephant trunk procedure was performed with two gore tag thoracic endoprostheses to repair the dissection. It was reported that on (B)(6) 2011, follow-up imaging showed aneurysm enlargement (amount unk) with distal progression of the dissection. On (B)(6) 2011, the first part of a staged intervention occurred whereby debranching of the celiac, superior mesenteric, and both renal arteries was performed. On (B)(6) 2011, the second stage of the intervention occurred whereby a gore tag thoracic endoprosthesis was implanted proximally into a 22 mm dacron graft that was implanted in the pt's abdominal aorta. It was reported that the physician then implanted an additional gore tag thoracic endoprosthesis between the tgt3115 and the tg4020 that was implanted distally. Final angiography showed exclusion of the dissection, and the pt tolerated the procedure.